Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed no warnings or alarms related to the complaint. The pump booted to the verify screen with audible and vibratory features. An ezprime sequence was successfully completed. The pump was exercised for a 24 hour duration period with no power interruptions or warnings/alarms occurring. The pump cover was removed and no evidence of internal moisture or damage to the pcb was observed. The complaint was unable to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue.it was reported that the pump would stop working without user intervention. The batteries had to be removed and re-inserted for the pump to work again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.